Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00321 on 28-dec-2021. Additional information (30-dec-2021): the folate result units are ng/ml. Section b6 of the MDR has been updated to reflect the result units. Siemens is investigating the issue.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00321 on 28-dec-2021. Siemens filed the first supplemental MDR 2432235-2021-00321_s1 on 25-jan-2022. Additional information (09-feb-2022): the siemens customer service engineer (cse) calibrated the advia centaur xpt analyzer's sample probe, ancillary probe, reagent probe 1, and reagent probe 2. The cse also checked aspirate and dispense, and acid and base delivery. The cse then decontaminated the acid and base reservoirs and lines with cleaning solution. The issue was resolved with decontamination of the system as part of normal routine instrument troubleshooting. The cause of the event was contamination of the acid and base reservoirs and lines. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An ouside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) for folate recovered out of range on the day of the event. A siemens field application specialist (fas) performed water paddles and background checks on the affected analyzer, and a siemens customer service engineer (cse) has been dispatched to perform a total service call. Folate has been disabled on the advia centaur xpt analyzer. Siemens is investigating the issue.

Event description:
Discordant, falsely elevated folate results were obtained on multiple patient samples on an advia centaur xpt analyzer. The discordant results were reported to the physician(s). The samples were repeated for folate on the same advia centaur xpt analyzer, recovering lower. The lower results were considered to be the correct results. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated folate results.